Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to remove the ilet from a clothing clip and the device separated at the bezel, resulting in a physical separation of the housing while blood glucose remained unaffected. Symptoms included no hypoglycemia, no hyperglycemia, and no injury. Outcomes included no clinical impact and continued therapy using a replacement device. Investigation included customer interview and troubleshooting with user education. Investigation of this device revealed device damage consistent with housing separation at the screen bezel and clip area, with no device alarms and no impact to blood glucose reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical stress leading to device damage.